Event description:
The pt called alleging that the every time the pt tested their blood glucose it would be default to the time and date. The pt went to the hosp since they were unable to test and they felt dizzy. They received a 190 mg/dl on the hosp device and did not receive any treatment. Customer service tried to resolve the issue and was unsuccessful and sent the pt a replacement meter.